Event description:
Customer reported grainy image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.